Manufacturer narrative:
Follow-up #1: date of submission: 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of a cs communication alarm. The ez-prime steps were completed with no alarms occurring. The pump was exercised for 24 hours with no call service alarms being duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board and there was no internal moisture found. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.